Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately eight years and one months post filter deployment, a computed tomography (CT) scan revealed that the filter detached and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately eight years and one month later, computerized tomography-abdomen without contrast was performed which showed that there was perforation at 4 o'clock 22.6 mm and 2 o'clock 9.7 mm extending centrally within the lumen of the abdominal aorta. At 4 o'clock 9.2 mm, 1 o'clock 7.2 mm and 7 o'clock 8.7 mm perforated. There was right-sided tilt 12.79 degrees and no migration. Fractured strut fragment was suspected within the l4 vertebral body. Therefore, the investigation is confirmed for alleged filter detachment and perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4: (expiry date: 08/2014). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 08/2014).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately eight years and one months post filter deployment, a computed tomography (CT) scan revealed that the filter detached and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.